Event description:
It was reported the gastrointestinal videoscope had noise. The issue occurred during a lab or demonstration. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.